Event description:
The technician reported that the ground resistance reading was high on the accessory outlet power cord. He found this while performing an electrical safety check.

Manufacturer narrative:
The technician examined the power cord and found no visible problem. He replaced the accessory power cord to repair the bed.